Event description:
A caller reported experiencing a cgm error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided complete instructions for a pump reset, and after the reset, the error did not reoccur, allowing the caller to successfully start their sensor session.